Event description:
Additional information received from the patient reported that it felt like both legs were swelling and they had a pulsating sensation in their legs. The patient also indicated they were still turning stimulation down at night so they were not sure if the issues were still occurring.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the night before last, (B)(6) 2016, the patient woke up with pain going down her right leg. The patient was able to turn stimulation off and she called the doctor the next day. Last night, (B)(6) 2016, the patient woke up again in the night with the same pain but not as bad. The pain in the right leg was sudden.

Event description:
Additional information was received from the patient and it was reported there was no actual swelling just a swelling sensation and the pulsating/pain was around right knee. The patient reported that it was resolved by turning down stimulation from 3.5 to 1.0 at night.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.